Manufacturer narrative:
The fenestrated bipolar forceps instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, user observed that the metal at the tip of the fenestrated bipolar forceps instrument was dislodged. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the broken cable was confirmed to be the silver one. No fragment fell into the patient¿s anatomy and there was no patient harm due to this event. No photographic image of the device(s) or a video recording of the procedure was available for isi to review. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the yaw pulley. Some filaments of the cable were frayed, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.